Manufacturer narrative:
Failure analysis confirmed button error alarm and intermittent button response due to flattened dome switch. The unit received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive and there was a button error alarm. The customer's blood glucose was 145 mg/dl at the time of incident. The insulin pump will be returned for analysis.